Manufacturer narrative:
The field service engineer found the detergent suction nozzle was intermittently dripping. He checked and cleaned the nozzle and fixed the tubing. He ran precision checks and controls. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable a1c-2 tina-quant hemoglobin a1c gen.3 result from the cobas 6000 c501 module. The specific date of testing for the sample was not known. The initial result was 10% and the repeat result was 5%. Information concerning if the questionable result was reported outside of the laboratory was requested but was not provided. The reagent lot number was 47201501 with an expiration date of 30-nov-2021.